Event description:
The zb-230 bur broke in half immediately upon use; it barely touched the patient. Product was in contact with the patient but did not cause harm to the patient. A new product was opened to complete the case.